Event description:
It is alleged that a patient developed rectal bleeding resulting in blood loss anemia and hypotension necessitating a blood transfusion during use of the device. Upon further examination by endoscopy it was determined by a physician that the bleeding was probably secondary to use of the device. No further information is available from the user facility.